Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not detected in the cartridge. Additionally, it was reported that the cartridge was leaking from an undefined area and occlusion alarms occurred. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.